Event description:
It was reported that the panel phoenix nmic/ID-308 misidentified escherichia coli as enterobacter cloacae. Repeat testing confirmed the correct identity of escherichia coli. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reporting mis-ID of organism with use of nmic/ID 308 panels lot 1005065." "Identified as enterobacter cloacae, indole was positive so test was repeated. Repeat test correctly identified as escherichia coli." "Mis-identification : expected result: escherichia coli. Result obtained: enterobacter cloacae. O confirmation method: repeat testing of the same nmic/ID 308 panel"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/ID-308 (449282) batch number 1005065. The customer did return isolates and lab reports for investigation, however did not return panels. To investigate, a total of two (2) retention panels from the complaint catalog number, but different batch were tested using customer returned isolates of escherichia coli (362069) on a phoenix 100 instrument and evaluated for identification results. During investigation, all four panels tested identified correctly as escherichia coli. Since all panels yielded satisfactory identification results, this complaint is not confirmed. It is to be noted that batch 1005065 was not available for testing. The batch used for testing, 1005924 is a comparable substitute. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one (1) additional complaint for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that the panel phoenix nmic/ID-308 misidentified escherichia coli as enterobacter cloacae. Repeat testing confirmed the correct identity of escherichia coli. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reporting mis-ID of organism with use of nmic/ID 308 panels lot 1005065." "Identified as enterobacter cloacae, indole was positive so test was repeated. Repeat test correctly identified as escherichia coli." "Mis-identification : expected result: escherichia coli. Result obtained: enterobacter cloacae. Confirmation method: repeat testing of the same nmic/ID 308 panel".